Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that they went to get her pump refilled and the first time they got it filled it started taking forever to give herself a bolus. The patient stated that it kept resetting and wanting her to re-pair it to her device. It has been g etting worse and it was taking like five minutes to get the bolus where it took 3-5 seconds when they first got it. The agent asked when this started, and the patient stated that right when they got her pump filled first time and it reset and then it started having that problem like a glitch or something glitched in. The patient mentioned that they had her pump handset replaced because it quit working, and they did not remember how many months ago, but it worked good when she first got the handset in the mail. The gent walked the patient through resetting the handset and clearing data for the 90% lag. The patient mentioned that it is working much faster. The patient will call if issues continue. The troubleshooting steps that were taken on the call resolved the issue. The patient also mentioned that they used to get 3 boluses a day, but they switched to 3 because they did not want to do it as much and they wanted to be on pain meds.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.